Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 347 mg/dl and hypoglycemia with an unknown blood glucose value. Customer also stated a loss of communication between the insulin pump and the mobile application. The hyperglycemia was treated with bolus and hypoglycemia was treated with carbohydrate intake. The event involved product(s) mmt-1884, mmt-342, unk_fotasoftware and mmt-431ag. Troubleshooting was partially performed for the high and low blood glucose event. The insulin pump was used within 48 hours of the reported low blood glucose event but was unknown if the automode/smart guard feature was active. Customer requested assistance with entering auto basal. Troubleshooting was not performed for loss of comunication. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No further patient complications were reported. The product(s) mmt-1884, mmt-342, and mmt-431ag will not be returned for analysis. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical devices for unk_fotasoftware.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.